Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment at the case seal. This report is made based on results of investigation completed on 01/23/2015.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 01/23/2015 with the following findings: device evaluation: on examination, the pump was noted to have a crack in the battery compartment at the case seal.